Event description:
A report was received stating the lower display of a ventilator began to flicker. There was no patient involvement at the time of discovery. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). During a follow-up with the user facility, the ventilator was found to have a faulty graphical user interface (gui) printed circuit board (pcb). The user facility will not have the ventilator repaired. No additional information was obtained by the manufacturer.

Manufacturer narrative:
(B)(4).